Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-14008. The pt reported, he was not receiving effective stimulation and has stopped using his scs system. The pt stated, he has discomfort at the ipg and lead sites. Multiple programming sessions were unable to provide the pain relief the pt desired. The pt would like to have his system explanted. Surgical intervention may be taken at a later date to address this issue.